Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed. The device was returned with no issues, and the loop was able to extend properly. During the functional inspection, the device was extended and retracted using the 10-inch loop fixture, confirming that the loop operated as intended. No other problems with the device were noted. The reported event of loop cutting problem was not confirmed. It was determined that the device had no visual issues or damage. It was then subjected to functional testing, during which the loop extended properly without any problems. The returned unit showed no evidence of the alleged issue or any defect that could have contributed to the reported event. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
Note: this report pertains to the third of five cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2026. During the procedure, the snares would not cut tissue on small, diminutive polyps. A third cold snare was used; however, the same problem happened. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.